Manufacturer narrative:
The investigation is on-going, and a follow-up report will be submitted once the evaluation is complete.

Event description:
Option filter fractured as noticed on x-ray image.

Manufacturer narrative:
The lot number was not provided, so the device history record could not be reviewed. One image of the filter in vivo was provided by the customer. Argon's national clinical manger reviewed the image and there appears to be a filter with a fracture of one of the six legs with displacement of the leg outside of the ivc. It is unknown if there were previous attempts to extract the ivc filter. Further conclusions cannot be made regarding the mechanism of fracture or where in the abdominal anatomy the leg has migrated to based on the single submitted image.